Manufacturer narrative:
Follow-up # 1 date of submission 2/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/12/2017 with the following findings: a review of the pump¿s black box data showed multiple unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked. It was observed that the returned battery cap had stripped thread and the returned battery cap and test cap were unable to attach securely to the pump. The pump was exercised for 24 hours with no intermittent power or reboot occurrences. The investigation was unable to confirm the initial complaint about a power issue due to continued use of the pump but the investigation was able to duplicate the initial complaint during a battery cap functional test. The returned battery cap had contact heights that were all within specification and both contact widths were out of specification. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit and no moisture observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.